Event description:
The customer reported to olympus that the high definition lcd monitor does not turn on. The issue was found during preparation for use for a diagnostic procedure that was completed with a similar device and no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed as the monitor was unable to be powered up. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the investigation results, the root cause could not be identified. However, it is likely that the power supply printed circuit board was faulty, leading to the power of the device does not turn on phenomenon. Additionally, the phenomenon of no image being displayed was attributed to a faulty circuit board. Olympus will continue to monitor field performance for this device.